Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer¿s blood glucose was unknown. Customer stated that there was extreme high back around 3 months ago and it thinks beginning of august. Customer stated that the insulin pump had motor error in the past and also had random no delivery alarms. Customer also stated that there was crack on the screen corner. The customer was declined all troubleshoot. The insulin pump will not be returned for analysis.